Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient underwent bilateral tka and returned complaining of pain and reduced ability to ambulate. Patient underwent left knee revision tka for instability. Femur and poly exchanged